Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to the communication cable not connected to the wall. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance of this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician reconnected the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call is not functioning. The bed was located at the account in the (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling systems as complaint # (B)(4).